Event description:
Company received a report that the oxygen supply tubing was not connected to rhe resuscitator bag when it was removed from the packaging. The staff found another functional resucitator bag to ventilate the pt with. There was no pt harm reported.